Event description:
This lead was implanted on (B)(6) 2009. A call to technical services on 10/18/2011 states that the impedance was around 1000 ohms at implant and has gradually increased to 1700 ohms today. Rep states there was one up to 1900 ohms. Has tried testing in all configurations, but lv tip to lv ring has the best threshold. Asked what the lv threshold is and is 1.1 v at.5ms. Would just observe with good threshold and if threshold starts to increase then that may indicate a problem. Also discussed determining non-capture from fusion. Patient has good underlying conduction. Does have lv offset on at -80 ms. Discussed checking intrinsic avd vs programmed as pacing could be fusing with underlying. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).